Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/13/2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's father stated the cgm was displaying 13.2mmol/l when the patient felt slightly confused and had cold lips. I was indicated that the bg meter was displaying 6.8mmol. The patient drank orange juice. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined. A root cause could not be determined.